Event description:
It was reported that the patient experienced tenderness around the ipg site and more pain when the device was turned on. The patient underwent an explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.